Event description:
Infant underwent veno-venous extracorporeal membrane oxygenation - "ECMO" - cannulation. During the procedure, a 13fr avalon venous drainage cannula was passed to the right atrium without difficulty and ECMO was initiated. Approximately 20 minutes later, the infant became hypotensive and echocardiogram demonstrated a large pericardial effusion and the cannula at the base of the right atrium. Cardiothoracic surgery was consulted and a sternotomy was performed. A small injury to the superior vena cava, likely from the stylet from the cannula, was repaired by CT surgery. The cannula was withdrawn an additional 1 cm and resecured. D3: dates of use: 2009.